Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of why the cable was faulty could not be determined.damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the 4k camera head was intermittently detected and the image disappeared from the monitor during an trans urethral resection of bladder tumour (turbt) procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty cable, the internal condition of this camera head was found to be ok, the focus button was found to be deformed, the labels on the rear cover vanished, a minor hit and scratch marks on the focus ring and coupler unit, there were scratches on the serial number plate and grooves of coupler unit was found to be ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.